Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reported on an online forum and provided to the manufacturer by a separate patient. No further information is available. The country the event occurred in is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the 3.5 years the valve was implanted, the patient had trouble with the valve readjusting.